Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known right ventricular dysfunction and significant tricuspid regurgitation (tr).

Manufacturer narrative:
Related manufacturer report number# 2916596-2023-01944. Section d: device information not provided . Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.